Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. No other information was available as an initial investigation was not completed by the distributor (B)(4). The distributor indicated the instrument was improperly cleaned and no further information is available. No further investigation is required. Complaint information and investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported the instrument was deemed unfit for use. The customer sales rep cannot sterilize it to (B)(4) visual satisfaction. The instrument appears to have a brown/rust like layer around the joints of the moveable mechanisms and around the sides of the handle. No patient injury or adverse events reported.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.